Event description:
Blood transfusion started for patient utilizing baxter novum iq lvp; blood was dripping into chamber when transfusion commenced, initially appeared to be transfusing appropriately; pump alarmed 2 hours later indicating that transfusion was complete; bag of blood and normal saline bag appeared to be full leading clinical team to conclude that blood did not transfuse to patient as programmed into the pump despite the pump indicating otherwise; all clamps had been checked and were opened appropriately; clinical team was aware of recent recall notices regarding this equipment and had followed all recommendations and/or directives from the manufacturer and food and drug administration (FDA) while using the pump; blood was discarded and new bang was hung resulting in delay of care to the patient.